Manufacturer narrative:
(B)(4). E4: mw5175118, mw5175119. All identifying and contact information remains confidential; therefore, no additional information is available. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the reporter responded to call regarding zimmer biomet hip implant. The reporter mentioned the implant is falling apart inside the body causing pain and numbness in the left leg. No further information is available currently.